Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed replaced the flow sensors. The hospital biomed replaced the flow sensors.

Event description:
The hospital reported the unit was alarming 'no expiratory flow sensor' and 'no inspiratory flow sensor'. There was no reported patient injury.